Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During evaluation no abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that when using the 4k camera head a new error code (e226) scope communication error and an image abnormality occurred. The therapeutic laparoscopic ureteral removal procedure was completed with another similar device. Additionally, stated that the issue improved after turning off the power and reinserting the camera. An issue in which the color of the image turned bright red occurred once between may 1, 2023, and may 18, 2023. There were no reports of patient harm or impact associated with the reported event. Patient identifier (B)(6) captures a related event previously reported.